Event description:
It was reported that metal shavings were found. The patient had an olecranon fracture. During the insertion of the locking screws into the locking screw hole at the proximal part of olecranon fracture. During the insertion of locking screws into the locking screw hole at the proximal part of olecranon plate, a substance like metal shavings was found from the one side of the bone. And then, the metal shavings were made. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. Our investigation has shown that the metal shavings are on one side green anodized; this is a clear indication that the shavings are from the green colored screw. The other side of the shavings is blank titanium and has a rough surface. This finding let us assume that the shavings were peeled off the screw during the insertion by an excessive contact with the plate. Such an occurrence can happen if the screw is inserted in an extreme angle. As an evaluation of the involved implants is not possible, no final conclusion can be drawn.